Manufacturer narrative:
Concomitant medical products: product ID: a710, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that caller is a transfer from mobility. Caller reports rep is getting error code and all apps is up to date validation error system detected invalid data in the device. Therapy data may be cleared.0180890402010302000808000a0200. Caller reports her clinician app version: 1.3.130caller reports she do not have time to do further troubleshooting. She is going to use a different tablet. The caller called back to follow-up on this case. The caller indicated that when they try to interrogate with two tablets and both device displayed a device validation. The message displayed said system detected invalid data with codes 01 80 89, 04 02 01, 03 02 00, 08 08 00, 0a 02 00. The caller reported that the patient controller showed an interface with options pain area 1.1 pain area 2.1. The caller was using the a710 app version 1.3.130. The rep on the line did not cover the implant case. The caller indicated that another rep covered the implant case, the caller indicated that the tablet that their partner used was also updated to 1.3.130. A third tablet was used to try to interrogate the ins and they got the same validation error message and bypassed the message. The ins therapy information was cleared when the tablet connected to the ins. The caller indicated that they were able to program therapy parameters. When the session was ended they checked the device with the patient controller and it displayed the normal interface. The caller tried to interrogate with one of her tablets again and they were able to check the device without getting an error message.